Event description:
On (B)(6), 2009, the pt was implanted with a gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. It was reported that the physician had trouble inserting the sheath into the pt's left femoral artery due to the vessel size. The pt's left femoral artery and left external iliac artery were 6-7mm in internal diameter. As the physician began to remove the sheath, it was noted that the pt's access vessel had a dissection from the left femoral artery to the left external iliac artery. The physician decided to cut off the left iliac artery to ligate the cut ends to treat the dissection. A femoral-femoral bypass surgery was then performed using a dacron graft. The pt tolerated the procedure and no further complications were reported.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Per the gore introducer sheath with silicone pinch valve instructions for use (IFU), ensure the vessel is of adequate size and appropriate tortuosity for the insertion of the introducer sheath. If vessel is too small, major bleeding, vessel rupture/perforation, and serious injury to the pt including death may result.